Event description:
It was reported that there was a connection issue between a transfer set and a y set. A uv assist device was being used. The device¿s cover was opened and mis-spike was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample that was returned passed visual inspection and all functional tests performed. Tests performed were microscopic inspection, fluid pressure and simulated use testing. The reported problem of mis-spike between the transfer set and y-set was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.